Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during explant of the pulse generator, the physician was unable to unscrew the setscrews from the header of the device. The header was removed and the screws were able to be removed, allowing for device replacement. Following explant, it was noted the setscrews head had been stripped.